Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. Upon evaluation, the current controlling q1 transistor was thermally damaged on the bedside board. The cause of the inability to charge a battery pack is the damaged transistor. The root cause of the damaged transistor cannot be positively identified. No adverse event resulted from the damaged components.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.